Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that an exposed softclix lancet was at the bottom of a test strip vial. The box of test strips were sealed at the time of the purchase. The lancet lot number was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.